Event description:
Per the clinic, the patient experienced wound dehiscence at the implant site, exposing the implant. The device was subsequently explanted on (B)(6) 2024. There are no plans to reimplant the patient with another cochlear device as of the date of this report.

Manufacturer narrative:
Device analysis report attached.